Event description:
Event description boston scientific received information that this ventricular lead was explanted and returned for an unspecified allegation. The event was created due to the short implant time of this lead.